Event description:
Multiple failures over the past year. Some samples have been sent back to mfg. ICU medical (mfg) investigation number (B)(4). Rn noticed tego cap on red lumen was cracked before accessing it. Line was clamped. Rn changed tego cap immediately. Pt returned for afternoon appointment to receive platelets. Upon initiation of platelets, rn noticed a crack in patient's tego cap. Line was already clamped. Patient was having morning blood draw. Patient's blood was drawn from red lumen. Nurse proceeded to flush the blue lumen. The patient's tego cap was changed due to weekly change needed. Nurse withdrew indwelling volume of palindrome. When disconnecting the syringe from the palindrome, the nurse noticed that air was sucked into the palindrome. The nurse clamped the palindrome. The nurse then attached a new syringe to the line and removed the air in the palindrome. Another nurse was called to assist. The other nurse and the first nurse disconnected the syringe, and air entered the palindrome again. The line was clamped quickly. The tego cap was replaced at this time. The nurse then pulled the air out of the line. Service was notified and the issue ceased after changing the tego cap. While detaching an IV medication from the patient's palindrome line, rn saw crack in the luer lock area of the tego cap. Rn immediately clamped line and exchanged tego cap for a new one. Tego cap broke, cap changed. Nursing attempted to flush after drawing labs and noticed the luer-lock section of the tego cap had broken. Nursing changed cap and flushed. The yellow part of plastic on the tego cap that was connected to the patient's hemodialysis catheter was cracked. The yellow part of a tego cap that was connected to the patient's dialysis catheter was cracked. No lot or brand number identified as the tego cap had been on the patient since (B)(6) 2024. Patient's tego cap was found cracked before accessing the line. Rn clamped the line and changed cap appropriately. When pulling out the waste prior to flushing the line of a pal, a crack in the plastic tego cap was noted along the threaded part of the tego cap. The line was immediately clamped and a new tego cap was applied. Nurse accessed line to transfuse platelets. When nurse attempted to connect blood tubing to palindrome, the tego cap broke off into tubing. Nurse clamped line, replaced tego cap and blood tubing. When hooking up the patient to their transplant tubing, the nurse noticed that the patient's tego cap had a small hairline crack. Patient's tego cap was changed at this time. Charge and cns notified. While twisting flush off the luer lock portion of the tego cap, the luer lock portion cracked and became loose from the rest of the tego cap. When disconnecting a patient from blood, the tego cap snapped in half with part of the tubing inside. Nursing then applied a new tego cap and flushed line.